Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue with the system discovered during the morning checks. The philips field service engineer (fse) visited system onsite and confirms that system is not booting up. Upon troubleshooting the philips fse observed that l1,2,3 led are lit. Fse says that when he turns off breaker or presses on/off button at mpdu none of the leds come on. The philips fse found issue with the ups in pdu. To resolve the issue, the fse put system on bypass by which the system returned to use in good working order. The codes were updated based on the investigation outcome.